Manufacturer narrative:
H6: updated. The suspected pump was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a no disposable and clamp tubing alarm and under infused. There was patient involvement, no injury was reported.